Manufacturer narrative:
Evaluation and investigation of the device was performed. With the information received, it is no longer possible to reproduce the actual state of the c-leg knee joint at the time of the fall. Thus, no clear statements about possible malfunctions can be made. According to the available results, it can be assumed that due to the sporadic use between renewal with genium and the described event, the joint still fulfilled the functional condition of (B)(6) 2016 and the loss of oil mostly arose as a result of the described event. The other components were checked by the respective manufacturers and excluded as cause for the described event.

Manufacturer narrative:
Device evaluation in progress; supplemental report will be submitted after additional information has been obtained.

Manufacturer narrative:
Device is currently not available for evaluation; supplemental report will be submitted after evaluation of all device components is completed.

Event description:
Information according to report by initial reporter (reimbursement facility) received from (B)(6) on 06/11/2018: the patient fell down a staircase to the basement of the house and suffered serious injuries resulting in death of the patient on (B)(6) 2017 (probably due to a hydraulic defect on the knee joint). In (B)(6) 2016 the patient received a new device, why the previous, not-serviced device was used at the time of the fall can not be determined.